Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing noise. Further information was requested however, was not provided.